Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not detected on the bus. A field service engineer (fse) dialed into the station and found that the fridge was disconnected in the storage space configuration within enterprise server. The fse worked with the technician to properly shut down the helmer fridge and the station, following the knowledge article guidelines. After rebooting the helmer fridge and then the station, the fridge was tested remotely. The customer recovered and tested the fridge, confirming that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.